Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 300 mg/dl, 190 mg/dl, and 114 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the compact plus customer reportedly received the following results on the compact plus system within 10 minutes: 300 mg/dl, 190 mg/dl, and 114 mg/dl. No system within 10 minutes: 300 mg/dl, 190 mg/dl, and 114 mg/dl. No actions taken based on device results. No adverse event reported. Actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Requested return of suspect device and replacement was sent.